Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the device would not pass the user test and the service light is illuminated on their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not pass the initial boot up process. As a result, defibrillation may not be possible, if it were necessary.

Event description:
The customer contacted physio-control to report that the device would not pass the user test and the service light is illuminated on their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not pass the initial boot up process. As a result, defibrillation may not be possible, if it were necessary.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was the single board computer (sbc) located on the assembly. The sbc was inoperative, which prevented the device from completing the boot-up process.